Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) is trained by the manufacturer and will replace the bulb and light assembly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power alternating current (a/c) battery light was burnt out and the lens was cracked. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Follow up with the user facility biomedical engineer (biomed) noted that the repair was successfully completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.